Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and were hospitalized on (B)(6) 2022. Blood glucose level was 23 mmol/l. Current blood glucose level was 9.3 mmol/l. Customer had diabetes ketoacidosis. Insulin pump had insulin flow block alerts. Customer treated the high blood glucose with insulin drip and water. Customer had symptoms of nausea, vomiting. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.